Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 failed, causing all cubies to eject when attempting to recover. A field service engineer (fse)powered down the station, reseated row board connections on cubie trays, and reseated the row board connection on the drawer controller board. The fse checked the pyibus controller board and found three wipes sitting on the board. As a precaution, the fse replaced the controller board. After inserting eight cubies, the user was able to reload drugs into the pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 4 failed, causing all cubies to eject when attempting to recover. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.